Event description:
A solex 7 catheter (lot # unknown) was used in ivtm therapy to maintain normothermia in a burn patient. The catheter was smoothly inserted into the patient's right internal jugular vein with no unusual resistance noted. Medical staff utilized both the proximal and medial luers of the catheter for medication infusion. During the patient treatment period, the customer noted a subcutaneous infusion of medication (tissue plasminogen activator (tpa)) from the catheter. Initially, the customer thought saline was leaking from the catheter. Upon closer inspection, it was noted that the catheter was not advanced far enough into the vein. Therefore, the proximal and medial luers likely were not fully inserted within the vessel, leading to leakage of medication (tpa) into the subcutaneous tissue. The dwell time of the catheter was less than 24 hours when the issue was noted. The customer discontinued the treatment shortly after the issue was noted. The solex catheter was removed but not replaced. The customer utilized a different catheter and new venous access point to administer the needed medication. Ivtm therapy was not continued, and the customer did not provide further information if they used any alternative methods during the rest of the patient's hospital stay. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The solex 7 catheter used at the time of the event will not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed and a root cause could not be determined.